Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer would change their infusion set and infusion set site in order to resolve the occlusion alarms. The customer's blood glucose level was not impacted. Reportedly, the customer used apidra insulin in their cartridge. Tandem technical support informed the customer that apidra insulin was off label to be used with the pump. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.